Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, the operator inadvertently pressed the stop key and entered into rinseback mode prior to completion of the treatment. The operator was unsure of what actions to take and discontinued the treatment without rinseback of the pt's blood. This resulted in an approx 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
There is no evidence to suggest that a device malfunction occurred. Device labeling includes instructions to re-enter treatment mode from rinseback. The reported blood loss has been attributed to user error. The blood loss was reviewed with facility staff. Add'l training has been provided. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.